Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Asr revision reported via sales rep; asr xl; unknown hip side. The cup was an asr size 54 with a 47 metal asr head which were both removed. There were signs of metal debris in the head, and around the cup. Minimal soft tissue damage, with a fair amount of bone loss, especially near and on the greater troch of the femur. A size 58 gription multihole cup was put back in with a neutral altx poly liner and a ts ceramic head. The explants were taken by the hospitals risk management staff to be sent to the patients attorney.